Event description:
It was reported 14oct2019 that the doctor found the clip stuck when the 4th clip was used; operation is standard without issue.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab severely bent inward which would block clips from advancing into the jaws. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed on the returned sample due to the damage to the rotation tab. However, the sample was disassembled to inspect the internal components. Upon disassembly, it was found that the internal ratchet ears were broken. The clips were out of position and stacking on one another in the channel. The pusher head at the distal end of the feeder was broken off and missing from the feeder. The damage appears to have been caused by the bent rotation tab blocking the feeder from advancing when the trigger was pulled. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. The broken ratchet caused the clips to become out of position and caused the rotation tab to bend. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file (B)(4) for investigation photos. The broken ratchet caused a clip stack to occur which resulted in the rotation tab getting bent. The bent rotation tab blocked clips from firing from the device. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One sample was returned with its rotation tab severely bent inward which prevented functional testing from being performed. However, the sample was disassembled and it was found that the internal ratchet ears were broken. The broken ratchet caused a clip stack to occur which resulted in the rotation tab getting bent. The bent rotation tab blocked clips from firing from the device. The sample was received with 13 clips remaining in the channel indicating that 2 clips were fired by the end user. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip."

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800730 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported (B)(6) 2019 that the doctor found the clip stuck when the 4th clip was used; operation is standard without issue.